Manufacturer narrative:
Date sent to the FDA: 1/24/2021.

Manufacturer narrative:
Date sent to the FDA: 2/3/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent bilateral inguinal hernia repair surgery on (B)(6) 2017 and two (2) mesh products were implanted. It was reported that the patient underwent recurrent right inguinal hernia repair surgery on (B)(6) 2019 during which the surgeon noted there was a collection of balled up mesh, to which the spermatic cord was densely adherent and involved. Spermatic vessels, not identified, were spread out over the surface of the mesh tumor. It was reported that the patient experienced severe debilitating pain, numbness, swollen testes, strangulation of testes, nausea, vomiting, nerve issues and erectile dysfunction. No additional information was provided.